Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed. Review of the pcu event log showed that the suspect pump module was programmed to infuse IV fluid at a rate of 50ml/hr with a vtbi of 1000ml. This infusion ran from 7:56 am to 10:23 am when the device alarmed for air in line and was then channeled off. The volume recorded as being infused during this period was 100.098ml. The three concomitant modules were programmed for IV fluid at a rate of 50ml/hr with a vtbi of 1000ml (rate later changed to 125ml/hr); IV fluid w/ additives at a rate of 75ml/hr with a vtbi of 1000ml (rate later changed to 25ml/hr); and potassium chloride at a rate of 50ml/hr with a vtbi of 100ml. All infusions were programmed via remote IV requests. No infusions during the time frame in question were programmed at the reported rate of 1 ml/hr. The root cause of the customer¿s report of an overinfusion was identified as a programming issue. No device was returned for investigation. H3 other text : h3, code 81= no devices received, log review only.

Event description:
The customer reported that 100ml of insulin was programmed to infuse at 1ml/hr however it completed over a 2 hour period. There were 3 other infusions on separate pumps: 1000ml of d10 was programmed to infuse at 50ml/h, 1000ml of sodium bicarb was programmed to infuse at 150ml/hr and 50ml of potassium was programmed to infuse at 25ml/hr. The customer stated that there may have been channel disassociations and re-associations when the medications were scanned that may have caused the insulin to infuse at 50ml/hr. As a result of this event, the d10 infusion was increased and the patient was frequently checked for blood sugar levels. There was no lasting harm.